Manufacturer narrative:
The unit is being repaired in the field. At this time it is believed that the technologist mishandled the arm. The power/communications cable when wrapped around the spring arm and j-arm articulation will cause a large amount of stress on the pivot shaft. Repeated stress on the pivot shaft can cause it to break. E-z-em's field service technician has explained this to the user on several occasions.

Event description:
It was reported that the arm was broken inside the pivot shaft where the spring arm and j-am articulate. This caused the harm to fall. No one was hit or injured as a result of this event.